Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a "pink paper or plastic like clot" found on the plunger after drawing "2 ml" of "mabthera" medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the customer was preparing mabthera medication for a patient at the infusion policlinic. The drug was withdrawn from a glass bottle with a filter to the syringe, bd plastipak 50 ml ref 300965, lot 1910280. The syringe was attached to bd phaseal injector. After taking in 2 ml of the drug into the syringe, the customer noticed a partly attached pink paper or plastic like clot on the plunger of the syringe."

Manufacturer narrative:
H.6. Investigation: six photos were provided to our quality team for investigation. Through visually inspecting the photos, a pink particle is observed inside the barrel of the syringe. As a filter was used to withdraw the medication, it is possible the particle generated from the filter that was used. Without the actual sample to evaluate, we cannot verify the composition or origin of the particle that was observed. A device history review was performed for lot 1910280, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Ten samples of lot 1910280 were used for additional evaluation. The product was visually inspected, no foreign matter was observed on any of the product. Functional testing was performed on retained samples along with ten retained injector samples that were also reported in this incident. The syringe was connected to the injector which was then attached to the protector and vial. In all cases the product functioned as intended and no foreign particles were identified after withdrawing liquid from the vial. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a "pink paper or plastic like clot" found on the plunger after drawing "2 ml" of "mabthera" medication during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the customer was preparing mabthera medication for a patient at the infusionpoliclinic. The drug was withdrawn from a glass bottle with a filter to the syringe, bd plastipak 50 ml ref 300965, lot 1910280. The syringe was attached to bd phaseal injector. After taking in 2 ml of the drug into the syringe, the customer noticed a partly attached pink paper or plastic like clot on the plunger of the syringe."